Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Moisture damage noted on keypad traces during visual inspection. The insulin pump was tested with a test keypad and no frozen screen noted. The insulin pump passed the displacement test and self test. All buttons functioning properly.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The time on the insulin pump was not advancing, and the buttons were unresponsive. It was stated that the device alarmed during or after the buttons stopped functioning. Reviewed the alarm history and found the alarm. It was stated that after inserting a new battery the buttons started to respond, but then the screen was frozen again. The customer inquired info about airport travel for the transmitter and the insulin pump since he will be traveling for a while before he returns home. No further info was provided.